Event description:
Product defect identified in a safety syringe still in its original plastic packaging. Needle curved upwards piercing the plastic safety cap but not the plastic wrapper. No one injured.